Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed. The customer reported that unable to generate the current date for the reports, reports and dashboard dint match. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The patient states the dashboard reflects current date for data source but reports don't show the current data. (Carelink system / proweb - 3.12a). "An attempt was made to reproduce the issue by generating weekly review report for the provided user in carelink support application and observed that the issue is not reproducible. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests that issue has occurred. To assist with the resolution , provided the helpline support team - for provided pump serial number : (B)(6) there was only one upload made on 6th feb 2024 which holds the data from 1st jan to 6th feb 2024. We see that the latest device number (B)(6) which holds data only for 17th sep with the latest upload. - requested helpline team to provide additional information on the data which is to be validated. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. Helpline mentioned that user had a time change in new pump will resulted in not showing up the recent data in reports. Esf number: afc code: za14af no issue found software requirement document number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.